Manufacturer narrative:
Findings: inspected 1 opened/used enlite sensor and performed continuity resistance test and sensor failed per specifications.

Event description:
The customer reported via phone call of issues with their sensor readings. The customer states the device went into threshold suspend. The customer's blood glucose level was 153mg/dl, and their sensor reading was 66mg/dl. The difference was found to not be within the acceptable range. Troubleshoot was conducted and the customer was advised the sensor would be replaced and returned for analysis.

Manufacturer narrative:
Findings: inspected 1 opened/used enlite sensor and performed continuity resistance test and sensor failed per specifications.